Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The nonconforming ethernet port cable was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming ethernet port cable. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic operating console had problems with laser not working at times and the upper light bank did not work. The procedure details and patient impact have not been provided. Additional information has been requested. Additional information has been received indicating that the procedure was completed by using another laser port. It was confirmed that there was no patient harm associated with this report event.